Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited low out of range pacing impedance measurements below 200 ohms and high capture thresholds. Technical services was consulted and recommended device replacement, along with lead testing to assess the need for lead replacement. This crt-d and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported. This crt-d and rv lead have been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited low out of range pacing impedance measurements below 200 ohms and high capture thresholds. Technical services was consulted and recommended device replacement, along with lead testing to assess the need for lead replacement. This crt-d and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported. This crt-d and rv lead have been returned for analysis.